Event description:
It was reported that the event occurred while in the cath lab during use. During the procedure the physician observed blood leaking through the diaphragm when the spring wire guide was inserted via right artery. As a result, the device was removed. A new radial kit was opened and used successfully. The procedure went on as planned. There was no report of pt death, complication, injury; no medical/surgical intervention was required. There wa a delay or interruption in therapy noted with no harm to the pt. The pt outcome is okay. An update received on (B)(4) 2013 stated that the delay or interruption in therapy was approximately 5 minutes. They used another aa-15611-s for the second kit via the same insertion site (right radial artery).

Manufacturer narrative:
Manufacturer control no. (B)(4).